Manufacturer narrative:
The customer's technician found the rinse tubes at the rinse stations to be defective and clogged. He then replaced this part. The module was confirmed to be running back within specifications. After the replacement of the cell rinse tube by the customer's technician, no further issues were reported by the customer. The investigation determined the customer's technician's actions resolved the issue. Reagent issues were excluded. The investigation determined the event was consistent with a maintenance issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for 1 patient sample tested on a cobas 8000 c 701 module. The reporter complained that there have been sporadically low measurements of calcium from the module. The reporter was able to provide one example of a questionable result. The initial result was reported to the department/station. The physician requested a rerun. The initial result was 1.92 mmol/l. The repeat result was 2.45 mmol/l. The reagent lot number and the expiration date were requested but not provided.